Event description:
The account reported that the brakes were not holding. The bed was located at the facility. There was no patient/injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the left foot brake caster was not holding in brake. The most likely cause is due to age and normal wear and tear. The technician swapped the rental bed for a known working bed. The technician replaced the left foot brake caster to resolve the issue. Based on this information, no further action is required.